Event description:
It was reported the patient underwent a posterior spinal surgical procedure at l4-5 sometime post-op the patient felt numbness and pain in the toes, especially on the left side. A revision is planned but has not been scheduled yet. No additional complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.